Event description:
Boston scientific received information that this patient with this right ventricular (rv) lead received inappropriate shock due to oversensed noise. The patient's device was checked and a high, out of range rv pace impedance measurement was noted. In addition, this rv lead had loss of capture and high pacing threshold measurements . A lead fracture was also suspected. No asystole was reported as patient was not pacer-dependent. This patient underwent a lead revision procedure and this rv lead was surgically abandoned and capped. This lead is no longer in service and this lead is not expected to be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.